Event description:
On (B)(6) 2022 the customer reported erroneous non-reproducible patient results for ise (ion selective electrolyte) including na (sodium), k (potassium), cl (chloride) and low anion gap were generated on the customer's au481 (au481-10e, chemistry analyzer, part number b12183 and serial number (B)(4). The erroneous results were not reported out of the laboratory. Customer reported they repeat tested the patient samples on the customer's au680 (part number and serial number not provided) and obtained results which were considered correct. There was no report of change to patient treatment or management which occurred in connection with this event. A beckman coulter field service engineer (fse) was dispatched to assess system performance.

Manufacturer narrative:
The full patient identifier is (B)(4). A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the system's performance. While onsite, the fse confirmed the customer's issue. The fse replaced reference electrode part number (pn) mu919700; fse then performed calibration, quality control (qc) and then ran 10 patient samples with no errors. The issue is considered resolved. In conclusion, the cause of this event was due to failure of the reference electrode, pn mu919700.